Manufacturer narrative:
Follow-up # 1 date of submission 08/16/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings:the keypad was found to be peeling/lifting from below the ok button and extended along the left side of the cover. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The patient noted the keypad was intact. The issue was not resolved. There was no adverse event associated with this issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.